Event description:
Revision surgery - the patient dislocated his shoulder.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 16 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 58th complaint for this part number: one fit issue, four revisions, one for a cracked device, 25 due to dislocation, one due to wear, one due to pain, six due to infection, six due to trauma, five for instability, one for a malposition, six due to dissociation, and one was unknown. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.